Event description:
Pt admitted to hosp after four shocks delivered. Pt's device disabled 6 mos prior. Tried to interrogate device but unable to communicate except for message stating device in vvi mode. Reset tried and failed. Safe program tried and unsuccessful. Field clinical specialist to try old software to interrogate.